Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported that after four insertions of the turbohawk the thumb drive would not advance forward. The device was removed and cleaned. The nose cone was submerged under hep saline and the thumb drive was manipulated back and forth to clear the nose cone of any debris. Small plaque was removed but the thumb driver would not advance forward into the nose cone. Device was used as per IFU. No patient injury. Evaluation summary: the atk turbohawk was received inside a ls-c turbohawk box bagged loosely inside a red bio-hazardous bag. The cutter driver was also received (attached to the slide cover). The distal assembly was inspected and noted the coil assembly was clear of biological debris. The cutter head showed chipping around the rim of the cutter. The coil assembly showed signs of bending primarily near the cutter housing as well as signs of a cutter crash at the mouth of the coil housing. Approximately 1 cm distal of the strain relief showed the torque shaft was bent. The cutter driver received with the turbohawk device was inoperative. Another cutter driver from the lab was used. While the thumbswitch was retracted the cutter driver would turn on, however the cutter head would not spin. When the thumbswitch was pressed forward, the cutter driver motor would stop. The thumbswitch could not be advanced completely forward and the cutter head would not move within the cutter window.